Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Mayfield base unit was returned for evaluation. The reported complaint was confirmed from the evaluation of the unit. The investigation showed that base handle was closed without 6in transitional installed thereby deforming hole. The shock cushion is worn and the adjustment wrench has worn threads. The unit received without the 6in transitional member. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. Please note that the unit is beyond integra's 7 years recommended life cycle. Lot code: 111 (manufactured in 2011).

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit was not allowing the attachment to fit in the clamp. There was no known patient involvement or surgery delay.